Event description:
It was reported that during in clinic follow-up, the patient presented with post-paced t-wave oversensing on the right ventricular channel of their implantable cardiac defibrillator (ICD). Programming changes were made to address the issue. There were no patient consequences.